Event description:
It was reported that during an endovascular procedure, partial deployment of a stent occurred. Vascular access was gained via an ipsilateral approach. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified right external iliac artery. Following deployment of the distal 7cm of the 10x100mm 75cm epic¿ vascular stent, the sheath was pulled to complete deployment; however, the stent moved approximately 5cm with the sheath and did not deploy. Contralateral approach was obtained and dilatation was performed with an unknown balloon. Deployment was again attempted but failed, it was noted that the balloon was dilatation was performed inside the inner shaft of the delivery system, indicating the inner shaft was stretched. The delivery system was taken apart and the outer shaft was removed. The stent was pushed and it was able to be deployed inside the patient. At that time, the inner shaft was also able to be pulled outside the patient. Post dilatation was performed and it was confirmed based on the image of angiography that the vessel was not damaged. No additional patient complications were reported and the patient status is good.

Manufacturer narrative:
Patient age: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - the epic stent delivery system (sds) was received with no other devices. The stent was not returned for analysis. The handle had a gap and the handle material was damaged. The condition of the handle is consistent with the reported information. There was no damage or irregularities to the outer sheath. The inner shaft was buckled 4.5cm ¿ 11cm from the tip. Product analysis could not confirm the reported deployment difficulty and stent damage as the stent was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during an endovascular procedure, partial deployment of a stent occurred. Vascular access was gained via an ipsilateral approach. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified right external iliac artery. Following deployment of the distal 7cm of the 10x100mm 75cm epic vascular stent, the sheath was pulled to complete deployment however the stent moved approximately 5cm with the sheath and did not deploy. Contralateral approach was obtained and dilatation was performed with an unknown balloon. Deployment was again attempted but failed, it was noted that the balloon was dilatation was performed inside the inner shaft of the delivery system, indicating the inner shaft was stretched. The delivery system was taken apart and the outer shaft was removed. The stent was pushed and it was able to be deployed inside the patient. At that time, the inner shaft was also able to be pulled outside the patient. Post dilatation was performed and it was confirmed based on the image of angiography that the vessel was not damaged. No additional patient complications were reported and the patient status is good.